Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised due to hip pain. X-rays shows subsidence of the sleeve and stem. The doctor revised the femoral component. Cup and poly as well. Stem and sleeve loosening at bone to implant interface. Doi: (B)(6) 2013. Dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4).investigation summary: examination of the returned devices was not able to confirm the reported event. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.